Manufacturer narrative:
Product in question was not returned to argon medical for evaluation. No specific lot # was provided. Two possible lot numbers (11026855 or 11032705) were provided based on the inventory customer has in stock. Both of these device history records and product fmea were retrieved for any discrepancy report and no anomaly was found. No complaint has been reported for these two lots. Warnings and cautions stated in IFU as follows: do not use hemostats or clamps on catheter or hub connector, never use catheter for high-pressure injection. Syringes smaller than 10ml and mechanical high pressure injectors can generate pressures capable of rupturing the catheter, never use force to flush the catheter if resistance is met and never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing. Argon medical is unable to determine root cause since the sample has not been returned for evaluation and no further information was provided for the evaluation.

Event description:
PICC line fracture in half inside the patient. The issue was found on an x-ray. The baby was transferred for a cardiac procedure at another facility to have the remainder of the PICC removed. No part of the catheter was saved for evaluation.